Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, system interface board, fluoro functions board, interconnect cable, and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down without command during a case. There was no patient injury or death reported.